Event description:
The facility technical manager called to report blood leaks in CT 190 dialyzers. The blood leak occurred 15-30 minutes into the treatment from one lot. Blood leaks from two other lots were also detected. A positive hemastix confirmed the blood leaks. No further information is available from the facility.